Event description:
I had a laparoscopic hysterectomy on (B)(6) 2020. Dermabond advanced was used to protect the suture sites. About 10 days later, the sites where the dermabond had been applied began to redden, swell, and itch. Went to surgeon's office and confirmed sites were not infected. Skin was reacting to the dermabond. First few days was only light red and mildly itching. By (B)(6), the places where dermabond had been applied, or accidentally dripped during application, had turned into large, red, inflamed welts that itched horribly. Subsequent visit to dermatologist confirmed contact dermatitis and I was prescribed steroid cream. I also take oral benadryl throughout the day to reduce my body's reaction to the allergen. FDA safety report ID# (B)(4).